Event description:
The customer questioned discrepant patient results for the architect anti hcv assay. One patient sample generated a (B)(6) which was repeated(B)(6) the following day and (B)(6) the next day. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no adverse trends and no non-statistical trends related to the complaint issue. A retained reagent kit of architect (B)(6) reagent, lot number 25581li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical (B)(6), ten replicates of two (B)(6) panels and (B)(6) panel were tested. The mean s/co of the (B)(6) panel values met specifications and all generated results were in the typical range and no false non-reactive results were obtained. The clinical (B)(6) was also evaluated and the (B)(6) performance was not adversely affected. A review for non-conformances and deviations associated with the affected reagent lot was completed. This review resulted in no occurrences that could be linked to this issue. Based on the evaluation results, no deficiency was identified to be related to the malfunction reported by the customer.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.